Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: competitor lead selox jt 45 implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during clinical check electrocardiogram (ECG) confirmed patient encountered cardiac arrest for approximately ten seconds. The right ventricular (rv) lead was observed with increased pacing threshold and failed capture. As a result, the rv lead output was reprogrammed to higher setting. Evaluation was carried out and revealed again, failed capture, and impedance greatly decreased. Chest x-ray photo showed that the rv lead tip seemed to be slightly moved forward, and cat scan (CT) data showed possibility of perforation of the lead tip. In addition, the patient complained of twitching feeling. The rv lead was explanted. During rv lead explant, slight amount of blood was confirmed with drainage from the bottom of ensiform cartilage which indicated small perforation. Drainage was performed. Previously capped non medtronic rv and atrial lead were connected to the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pace lead was beyond the expected upper range, and pacing capture threshold in the right ventricle was elevated. Analyst commented, rv capture threshold measured 2.125 volts (B)(6)2015 and greater than 2.500 volts on (B)(6) 2015. Rv pacing impedance measured to 1273 ohms on (B)(6) 2015 and 1178 ohms on (B)(6) 2015.